Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified before and after the treatment day. The review of logfile for the treatment day shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed one energy check nine forty-eight am and performed eleven treatments between eleven twenty-two am and twelve thirty pm without further energy check on that day. The logfile shows ten successfully performed treatments and one treatment that was aborted. The reported treatment could be identified in the logfile as one of the successfully concluded ones. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. In this case, the treatment report shows that it was selected to perform a flap thinner than recommended. It additionally shows a decentered applanation and a possibly decentered flap which can lead to higher variability in the flap thickness. The investigation is concluded without determining the root cause conclusively, however there is no indication of a device malfunction. No technical root cause was identified as the device was found to be within specifications. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon reported encountering a vertical gas breakthrough resembling a flap with an uncut area in the patient's left eye during lasik surgery. The flap was carefully lifted and the procedure was successfully completed.